Manufacturer narrative:
H3: the concerto implant coil was returned for analysis. The implant coil was returned without introducer sheath. The concerto coil pushwire was found to be broken but retained by release wire at break indicator. The implant coil was found to be already detached and not returned. No other anomalies were observed. The concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath hub¿ was unable to be confirmed. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, failure to use a compatible microcatheter for delivery, and use of an improper hubbing technique (over tightening of the rhv/sheath firmly seated into hub). The model and lot number for the unknown catheter used during the event were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil did not pass through the microcatheter that was used in the procedure. A new medtronic device was used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient complications have been reported as a result of this event. Additional information was received stating that the cause of the resistance could not be remembered. Catheter resistance occurred at the hub. A continuous saline flush was administered and maintained as indicated in the IFU. No kink/damage to the coil and catheter was observed after removal. The catheter was not a medtronic product.